Event description:
The pt was on the CT table feet first supine for a CT angio of the chest clinical procedure. Philips IV pole with a bag of IV fluid was mounted into IV pole/pt strap metal socket in table top. The metal IV pole socket broke away from tabletop, causing the IV pole to fall and the IV bag to strike the pt in the face. There was no injury to the pt.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).